Event description:
Healthcare professional reported "right side rupture confirmed upon explant", "oval smooth hypoechoic nodule", "a few small cysts". Device has been explanted and replaced. Cyst is not device related.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification). ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ cyst(s) unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side rupture confirmed upon explant", "oval smooth hypoechoic nodule", "a few small cysts". Device has been explanted and replaced. Cyst is not device related.